Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient to forget all bluetooth devices besides the dexcom device and close all background applications. After educating the patient and assuring him of the quality of the device, patient seems satisfied. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/31/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.